Manufacturer narrative:
Exploramed nc7 received the product for evaluation on may 8, 2018, and testing of the pumps concluded that both units meet specification and function as intended. Based on the results of the investigation on the returned device, it cannot be definitively concluded that the willow breast pump caused or contributed to the incident of mastitis. "Mastitis is usually a benign, self-limiting condition, with few consequences for the suckling infant... In worldwide studies published within the last 20 years, the incidence of lactation mastitis ranged from 4% to 27%..." Wambach, karen, and jan riordan. Breastfeeding and human lactation. 5th ed., jones & bartlett learning, 2016.

Event description:
On (B)(6) 2018, the user's husband reported to willow customer care that his wife had developed mastitis while using willow breast pump. The customer's physician prescribed her antibiotics as treatment for her mastitis, which has since resolved. She has discontinued use of willow.